Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On 02/11/2017, customer reportedly received the following results on the compact plus system within 10 minutes: 24 mg/dl and 78 mg/dl. On (B)(6) 2017, customer reportedly received the following results on the compact plus system within 10 minutes: a 107 mg/dl, 28 mg/dl, and 118 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.